Event description:
Patient reported experiencing "a lump or thickening in or near the breast or in the underarm area." No indication of treatment or surgical reoperation. Healthcare professional later reported left side rupture confirmed diagnostic imaging. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Information contained in this report was previously submitted through psr on 21-jan-2016.

Event description:
Patient reported experiencing "a lump or thickening in or near the breast or in the underarm area." No indication of treatment or surgical reoperation. Healthcare professional later reported left side rupture confirmed diagnostic imaging. Device has been explanted and replaced.